Event description:
It was reported to globus that a patient was admitted to the emergency department at the hospital on or about (B)(6) 2014 after being in a motor vehicle accident. X-rays appear to show a loss of height of the fortify cage which was implanted on (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough investigation could not be completed as no lot number was provided. No evaluation could be performed as the implant still remains in the patient. If and when a revision surgery occurs, a supplemental report will be filed.